Event description:
Customer reported pt was found nauseated with dobutamine infusion programmed at 300 ml/hour instead of the intended rate of 3.3 ml/hour. Pt experienced a decrease in blood pressure to 90 systolic. No info available on systolic blood pressure prior to the event. Reported no treatment required. Several attempts made to get add'l clinical info. No updates received as of the date of this report. Device received by cardinal health. Investigation is on-going. Will sent a follow-up report when investigation is complete.

Manufacturer narrative:
This report was filed by the MFR.